Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: primary osteoporosis type of fracture: compression fracture it was reported that the patient underwent balloon kyphoplasty. Intra-op, contrast media leaked from the ibt balloon. A new ibt was then used to complete the procedure successfully. The patient was not allergic to the contrast media; hence, there were no patient complications reported.